Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was having issues with the sensor and the insulin pump suspending. Customer stated the device is set to suspend at 5.1mmol/l and it suspended at 8.1mmol/l. The suspension caused the customer blood glucose to go high over 21mmol/l. Current blood glucose was 20.4mmol/l and sensor reading was 10.8mmol/l. Troubleshooting was performed and customer stated she had a batch of sensor where the sensor didn't have the needle or it had breakage which was reported. Customer agreed to return the sensor for analysis.